Manufacturer narrative:
Date of alcl diagnoses: (B)(6) 2022. Continued h.6 health effect clinical code: e2303 capsular contracture. Continued h.6 health effect impact code: f2201 biopsy. Additional reporter: attorney (B)(6). (B)(6). Phone: (B)(6). The event of capsular contracture, lymphoma-alcl-suspected, seroma, infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected (histopathological markers not reported), seroma, capsular contracture baker grade unknown, infection (unknown onset).

Event description:
Patient representative reported ¿anxiety, bia-alcl, infection, chronic pain, seroma, pain, rashes, itching, swelling, capsular contracture grade unknown, mental anguish and fear due to fear recurrence¿. Also reported "plaintiff suffers, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, apprehension, permanent scarring, financial loss, scarring, disfigurement, hospitalization, cancer treatments, disability, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering¿ not related to the device. Histopathological markers cd30+ and alk- have not been received. , this record is for the left side. The device has been explanted.